Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a revaclear 300 dialyzer had an internal blood leak. This occurred 49 minutes prior to the end of therapy. The non-baxter machine presented a blood leak detection alarm. The patient was moved to a different machine with a different revaclear 300 dialyzer, but the issue reoccurred. The blood in the extracorporeal circuit was not returned to the patient after either leak. The issues occurred 15 minutes apart. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.